Event description:
It was reported that the hydropack would not detach with the controller. The controller detached 2 other coils prior to the hydropack. The hydropack the controller showed a green light and the went to red when the button was pressed. Several attempts were made after the gold portion of the wire was cleaned. When the coil was retracted it detached in the microcatheter. The event did not result in patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Investigation findings items returned for evaluation: -pusher -implant -introducer -microcatheter -controller items not returned for evaluation: -n/a the visual analysis of the returned device found that the implant was not attached to the pusher, and the pusher exhibited lead wire separation from the middle to the proximal section . Further inspection found that the green lead wire was broken. No functional testing to further assess the alleged detachment issue could be performed due to the condition of the pusher. The implant was found to be separated from the pusher and stuck within the microcatheter. The investigation found that the pusher's monofilament was broken, which indicates that the device experienced a tensile break. The returned microcatheter was not found to be damaged. Controller investigation: the device was tested for output voltage and output time. The battery voltages and board voltage were at 12.32v, 12.39v, 12.39v and 24.71v. The device met the output specification. The light and audio sequences functioned normally. Device performed as intended. The investigation of the returned coil system found the pusher with lead wire separation from the middle to the proximal section with the green lead wire broken, and the implant separated from the pusher and stuck within the microcatheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The broken green lead wire would have resulted in the alleged non-detachment if this condition was present at the time of the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the lead wire separation and lead wire break, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
It was reported that the hydropack would not detach with the controller. The controller detached 2 other coils prior to the hydropack. The hydropack the controller showed a green light and the went to red when the button was pressed. Several attempts were made after the gold portion of the wire was cleaned. When the coil was retracted it detached in the microcatheter. The event did not result in patient injury.